Event description:
It was reported that the patient was experiencing pain while using the bone healing system (bhs). The patient has not been able to use the device without it causing her pain. The doctor wanted the patient to switch to a different device for treatment and requested to convert her to an orthopak device. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: h3: device evaluated by manufacturer updated to no. H6: type of device code updated to 2993: adverse event without identified device or use problem. H6: type of investigation updated to 3331: analysis of production records. H6: type of investigation updated to 4114: device not returned. H6: type of investigation updated to 4119: insufficient information available. H6: investigation findings updated to 3221: no findings available. H6: investigation conclusions updated to 4315: cause not established.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Medical product: implant used: depuy revision ankle nal 10 x 15cm proximal and distal locks. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was experiencing pain while using the bone healing system (bhs). The patient has not been able to use the device without it causing her pain. The doctor wanted the patient to switch to a different device for treatment and requested to convert her to an orthopak device. No additional patient consequences have been reported.